Manufacturer narrative:
A replacement pump was sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(6). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Addressed in (B)(4).

Event description:
On (B)(6) 2014 the customer reported to customer service that her pns had low suction. She also stated that she has experienced mastitis and blocked ducts. She has consulted a physician and has received antibiotics that did resolve the issue.